Manufacturer narrative:
Customer service instructed the customer via email to remove the faceplate to clean it and the diaphragm and then completely snap the faceplate together at all connection points to ensure optimum pump performance and provided her with an internet link which illustrates how to properly reattach the faceplate. In follow up with the customer by a complaint handler on (B)(6) 2017, the customer confirmed her original report of having problems with the faceplate staying on and she ended up with a clogged duct that turned into mastitis, for which she saw a doctor and was prescribed an antibiotic on (B)(6) 2017. She completed troubleshooting and was able to take the faceplate off and reattach it correctly, which resolved the suction issue. She indicated that she no longer has mastitis and her pump is working well. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged via email that her pump in style breast pump was experiencing very poor suction and that the face plate was moving in and out with pumping. She indicated that she has replaced membranes and purchased new tubing and parts, but the suction was still very low. She alleged that she traveled with it recently and ended up getting mastitis due to the issue.